Event description:
The customer reported that within a few minutes of usage, the sys would start beeping and the live image was no longer displayed. The sys required a reboot to regain functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.